Event description:
On (B) (6) 2010, the lay user/pt's relative contacted lifescan (lfs) alleging that the pt's one touch ultra2 meter displays a black screen. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter alleged that the issue began at an unspecified time in (B) (6) 2010. As part of the pt's diabetes management, the pt takes a set dose of insulin (dosage and type of insulin not specified). Per the reporter, no adjustments were made to the pt's regimen as a result of alleged issue. Roughly two weeks after the alleged issue occurred (at an unspecified date and time) the reporter claimed that the pt experienced symptoms of cold sweats, shakes, and was at times unable to communicate. Reportedly, the pt did not receive any treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted that replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.